Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to foreign material in the nozzle. Foreign objects were also found on the plastic distal end cover, bending section cover, and auxiliary channels. Additional evaluation findings are as follows: water tightness was lost due to deformation of the light guide (lg) connector, the insulation resistance value at the distal end did not meet the standard value due to a crack on the plastic distal end cover, water could not be supplied due to clogging of the jet tube, the amount of water contact did not meet the standard value due to nozzle clogging, no air was fed due to clogging of the air/water (aw) tube, water removal ability did not meet the standard value due to clogging of the nozzle, the bending section cover had a crack, the plastic distal end cover had a crack/dent, the adhesive on the bending section cover was detached, the connecting tube had a buckling, bending in the up/ down/left/right direction did not meet the standard value due to wear of the angle wire, the play of the up/down/right/left knob is out of standard value due to wear of the angle wire, the control unit had a scratch, the electrical contact of the video connector had a scratch, and the universal cord had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the air/water channel was blocked on an olympus colonovideoscope. The issue was found during reprocessing. There was no procedure involved and no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
H10: per the information obtained from the customer, the device was not adequately reprocessed before it was returned. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the nozzle, c-cover, a-rubber, and auxiliary water channel could not be identified. However, it¿s likely the cause is related to improper reprocessing due to leakage occurring at the lg-connector. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states the detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection. - IFU states the preventative measures in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.